Manufacturer narrative:
(B)(4). Batch # u5e33m. (B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh31p device arrived with no apparent damage. The device was received with staples present and no anvil. The top shroud weld was broken with left and right sides misaligned which prevented installation of the battery. After aligning the shrouds the battery was installed without difficulty. The green checkmark did not illuminate confirming that the device was not fired. Attempts to fire the device throughout the firing range were unsuccessful. When the device was disassembled, cracks were observed in the conductive traces of the flex circuit (connector contacts). The product experience was likely caused by the broken weld and misalignment of the shrouds. No conclusion could be reached as to what may have caused the damage observed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event.

Event description:
It was reported that the battery was very difficult to insert. The field service employee could see on the device that it was slightly bent apart on the battery side. Thus, the battery and battery slot is no longer compatible. The box was intact. It is impossible to explain how the stapler got this deformed. It appears that the stapler came out of the packaging like this. Intraoperatively, a 2nd device was opened. The instrument head of the first stapler was left in place. This was already sewn into the intestine. Connected to the 2nd stapler and released perfectly. No harm to the patient